Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the device history indicated three low battery warnings with code 177 and two replace battery alarms with code 128, as well as evidence of excessive battery usage. The pump battery compartment was observed to be cracked. Evidence of moisture ingress was found inside the battery compartment and on the underside of the battery cap. The battery cap fully secured to the pump and a power loss was not observed. Current draws measured within specifications. A leak test confirmed a leak at the battery compartment crack. The pump case was removed and no additional evidence of moisture ingress was found. Unrelated to the complaint, the display screen appeared dim and discolored.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery life was shorter than expected and that the battery cap was more difficult to remove, however, not damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.